Event description:
It was reported that the patients right ventricular (rv) lead demonstrated high thresholds and a lead dislodgement is suspected. A l ead revision has been completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)